Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called to report a fluid leak that they noticed when they removed the tubing set after getting the patient off the cycler. The pdrn stated no medical intervention or additional treatment was needed as a result of the reported fluid leak. The pdrn confirmed no prophylactic medication was provided and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample had been discarded and was no longer available for return. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called to report a fluid leak that they noticed when they removed the tubing set after getting the patient off the cycler. The pdrn stated no medical intervention or additional treatment was needed as a result of the reported fluid leak. The pdrn confirmed no prophylactic medication was provided and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample had been discarded and was no longer available for return.